Event description:
The facility reported that the device displayed dashed lines on the display screen during pt monitoring. Reportedly the device operator cycled power, checked electrode placement, then cycled power a second time and the dashed lines continued to be displayed. The pt's details and outcome were not reported.